Event description:
It was reported that caller experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Caller contacted technical support, was guided through complete pump reset steps, successfully restarted sensor session, and error did not recur.